Event description:
Customer stated "the tension on the brake popped out and the brake is no longer working on the left side".

Manufacturer narrative:
It was reported that "the tension on the brake popped out and the brake is no longer working on the left side". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.